Manufacturer narrative:
Investigation included customer interview and troubleshooting with component substitution. Investigation of this case revealed a connector attachment failure isolated to a specific connector, with normal function restored using an alternate connector. It was concluded that the event involved a device component connection issue, with the pump functioning as intended once a different connector was used.

Event description:
It was reported that the pump connector would not twist to attach, and user troubleshooting included removing the cartridge and attempting to attach the connector without the cartridge, which did not resolve the issue; the user then tried a different connector, which attached successfully. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy beyond replacement connectors and no alarms.